Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced poor sleeve recovery. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported the same issue from other occurrences previously reported, where the rubber of the distal needle does not recover to its initial position, causing leakage of blood in time between the exchange of tubes. In another facility, there was the same event but in only 2 sample draws, and since them the customer is following up bat hasn't had the issue anymore.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Since the lot number involved was not available, manufacturing records and inspection records of (B)(4) lots manufactured under material # 367257 from jan, 2020 to may, 2021 were reviewed. As a result, there were no abnormalities which could be related to the reported. Event. Also, shipping inspection records of the above (B)(4) lots were reviewed, it was confirmed no appearance defects and no functional defects such as rubber sleeve which did not come back to the original position. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.